Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the adapter plate made a squealing noise. This device is reusable and expired in june 2019. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 9, 2021.. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 3331, 213, 19, 133) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 3331 - analysis of production records investigation findings: 213 - no device problem found investigation conclusions: 19 - cause traced to user investigation conclusions: 133 - end of life problem identified the affected sample was inspected upon receipt with no visual anomalies. The adapter was set on a sorin drive and observed for noises. No abnormal noises were present. It is noted that the device is more than 2 years past its expiration date. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.